Event description:
It was reported that a patient presented with post-paced t-wave oversensing noted on the patient's implantable cardioverter defibrillator. Programming changes were recommended. No adverse patient consequences were reported.